Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response as a result of corroded keypad traces. The device had a minor scratched screen and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed button error. The customer pressed the esc and act to clear the alarm but was unable to clear the alarm. Advised the customer to discontinue pump use and revert to back up plan. No further information was provided.